Event description:
The event involved a 21 cm (8") ext set w/0.2 micron filter, microclave, clamp, rotating luer where it was reported there was an occlusion a few milliliters from the end of the infusion with the use of fresenius pumps. The problem occurs even with free flow. The event occurred during the infusion of chemotherapy. The event happened 24 minutes after the start of treatment. There was 15 minutes delay in therapy and the therapy was completed. There were no adverse clinical consequences following this incident. There was no blood loss considered clinically significant. There was no physical defect on the device before the incident. There was no unprotected exposure to any cytotoxic product for the patient or healthcare professional. The drug administrated was pembrolizumab keytruda 200mg ¿ nacl 0,9% 100ml perfusion 0h30. The patient received the full intended dose. There was patient involvement however, no report of patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one new 011-h3668 ext set for inspection. No damages or anomalies noted. The set was primed at gravity pressure and water flowed as expected. No occlusion was observed. The complaint of occlusion a few ml from the end of the infusion was not able to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Device returned to manufacturer on 12/14/2023.